Event description:
A malfunction was reported on a pump, but there was no adverse impact on the customer's blood glucose level. The malfunction displayed a resettable code, and the customer had not previously reported or reset the pump for this issue within the last 24 hours. Technical support assisted the customer in resetting the pump successfully, preventing the recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if any further issues arise.